Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Review of device memory confirmed two ps alerts had occurred. The alert is set when the a reset occurs during a charge or during shock delivery. No evidence of inappropriate shocks were noted. The device was then exposed to simulated heart load conditions. The defibrillation and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a power supply (ps) alert. It was also noted that the patient had received inappropriate shocks. Boston scientific technical services (ts) recommended replacing the device. An invasive procedure was performed. The system was explanted and replaced with a transvenous implantable cardioverter defibrillator (ICD) system. No additional adverse patient effects were reported.